Event description:
This lead was explanted and replaced after the patient experienced 47 inappropriate shocks. Prior to extraction, patient underwent chest x-rays, which did not indicate fracture or other visible damage to the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.